Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site on the arm, the pod's cannula was found to be dislodged. Upon pod removal, the cannula was observed to be bent. Bleeding at the site and insulin leakage were also reported. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.